Event description:
It was reported 3 bd neoflon¿ peripheral IV catheters had their needle puncture the catheter. The following information was provided by the initial reporter: "during venipuncture for a pediatric patient, the catheter tip became folded, which resulted in a failure of venipuncture."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evaluation: yes. D10: returned to manufacturer on: 2022-02-03. H6: investigation summary: one sample and five photos were received by our quality team for evaluation. The first three photos show a neoflon product with catheter peelback. Photos four and five show a contaminated needle with catheter peelback. The sample was subjected to visual inspection and peelback was observed. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. The probable root cause for peelback could be due to the tubing material.

Event description:
It was reported 3 bd neoflon¿ peripheral IV catheters had their needle puncture the catheter. The following information was provided by the initial reporter: "during venipuncture for a pediatric patient, the catheter tip became folded, which resulted in a failure of venipuncture."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.